Event description:
Additional information received: device was used by an experienced user. The device had to be cut out of the tissue, with an arterial vessel in the closed jaw of the device, as the device was locked close and would not open allowing its removal. At the time of the failure, the device was active with the generator and energy was being applied. The generator produced a fault light. Because of the device failure, additional surgical time and suturing of the artery were required. There was no indication that a staple jammed the jaw. The rep was called immediately and the various techniques recommended by the rep were unsuccessful.

Manufacturer narrative:
(B)(4). Additional information received from risk manager at hospital.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Event description:
It was reported by emergency medical service records that the patient was found down at home. Family member attempted CPR, but the patient was unresponsive, pulseless and in pulseless electrical activity. Ems attempted resuscitation at the patient's home and during transportation to the hospital emergency room. During transportation, the rhythm changed to asystole and remained in asystole at the emergency room. The patient died on (B)(6) 2010. No autopsy was performed and the clinical impression/diagnosis was cardiac arrest. Patient last seen in clinic approximately one month prior to death and was not pacemaker dependent. There were "no device issues they are aware of" and "no episodes, no abnormal findings, device check was good". The device was not explanted. "They do not know what the official cause of death was".

Manufacturer narrative:
(B)(4). The device was received with the jaws stuck closed. There is a piece of metal clamped between the jaws and the I-blade was advanced and stopped at the piece of metal. Excessive tissue in jaws. Testing found a short on the device as the jaws were fully closed, causing a replace light to illuminate. The metal clamped between the jaws creates an electrical short preventing rf power delivery from the generator resulting in the replace light illuminating on the rf60. The jaws were forced open and the metal piece was a staple. The staple was removed and the device was functionally tested again. The device passed all functional testing and performed as required during testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. There were no anomalies noted with the functionality of the device once the staple was removed.

Event description:
Per user facility medwatch form, (B)(4), during a procedure the enseal jaw closed on the arterial vessel when sealing. The device locked shut and would not open. There was no patient harm; however, it prolonged the case. Device is available for return.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time additional information requested:(B)(4).